Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer took the batteries and battery cap off the insulin pump. Customer stated that all the buttons were unresponsive. The customer's blood glucose is normal and did not require medical treatment.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened escape button dome switch. Inspected lcd connector and no unlocked connector noted. Unable to perform the self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. No damage was found inside the insulin pump noted. The insulin pump had cracked battery tube threads and minor scratched display window.